Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose was 415 mg/dl. The customer explained that they had been receiving insulin, but the high blood glucose persisted. The customer did not believe that they were receiving enough insulin. The customer indicated that the issue did not result in a serious injury or hospitalization. The customer's daughter expressed that the customer's insulin pump appeared to be working fine. The customer declined troubleshooting.